Event description:
The patient asked that the interstim sacral nerve stimulator be removed because she was experiencing pain at the site where the device was implanted. The device was removed per the patient's request. The physician did not see any evidence of infection or any apparent abnormality of the interstim generator.